Event description:
It was reported that the patient presented to the emergency room with complaints of a thumping sensation. It was noted that the left ventricular lead caused diaphragmatic stimulation on all vectors which resulted in patient's discomfort. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was muscle stimulation. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The s-curve height was measured to be within specification.